Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the system is autoreducing as a result of have high impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
As received, paddle lead had a break with all internal wires broken on both tails. The cause of the breakage is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
Additional information found the patient's lead was explanted and replaced on (B)(6) 2021 to resolve the issue.